Event description:
It was reported that during a biliary stenting treatment procedure, the suture was torn. The target lesion was in the common bile duct. A biliary stent 10fr/7cm had been selected to treat the target lesion. During introduction, the suture of the stent was torn off in a non-bsc scope. The procedure was able to be completed with this device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.